Event description:
The customer reported a speaker error with no sound on the device. A speaker malfunction inop is displayed on the screen. No death or patient /user injury or harm was reported. The device was not used for monitoring at the time of the alleged malfunction.